Manufacturer narrative:
No motor movement or negligible movement. Retries to free a stuck motor failed alarmed during rewind due to corroded motor home switch. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. Hardware low level failures error alarmed during self test and confirmed in insulin pump history with variable due to broken trace at keypad assembly and variable due to a software error. No this alarm is generated when the insulin movement error noted during testing however, this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarm was found in the formatted history file. The time was synced and monitored for hours with no time or clock anomaly. Time or clock anomaly not confirmed. Frozen screen not confirmed. Unable to perform the displacement test, prime test, basic occlusion test, force sensor test, and occlusion test. Upon visual inspection moisture damage was also found on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarm was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose level was 10 mmol/l at time of incident. Customer stated that insulin pump was not able to clear the alarm. Customer reports the time clock did not advance. The customer stated that the frozen display recurred. The insulin pump will be returned be for the analysis.